Manufacturer narrative:
Approximate age of device - 2 years 1 month. Manufacturer's investigation conclusion: the replaced segment of the percutaneous lead (driveline) was returned for evaluation. Evaluation of the submitted log files, confirmed the reported pump stoppages; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. The driveline was returned measuring approximately 21.5 inches. Visual examination of the outer silicone jacket did not reveal any signs of damage. The outer jacket was removed and examination of the bionate did not reveal any signs of damage. Prior to removal of the bionate layer, the driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The bionate layer was removed and visual inspection of the metal braided shield showed some breakdown approximately 2.5 inches from the controller connector. The metal braided shield was removed and visual inspection of the wires did not reveal any signs of abrasion damage or insulation breaches. The driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that a pump stoppage occurred when the vad system was connected to a power module. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and observed pump stoppages and speed drops on (B)(6) 2018 that appear to have only occurred while the vad was connected to a power module. X-ray images submitted for review were unremarkable. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. Post replacement, the vad was connected to a normal patient cable with no alarms noted. No additional information was provided.